Event description:
Rotator cuff repair - anchor cracked on insertion into the bone. The site was dilated using both the 3.8mm gold tapered awl and the standard silver 3.8 awl. Bone was not hard. Another anchor was then used. E-mail sent asking if original hole was left empty. On (B)(6) 2012 and (B)(6) 2012. There were numerous attempts to obtain the information you require, unfortunately, I have not been able to get a response from the initial reporter.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).